Event description:
Healthcare professional reported, left side rupture. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed, opening on the device. Additional observations: deformation observed, on the device. Wear abrasion observed. Red particles observed. No further actions are required, as no issues with the manufacturing process are observed.

Manufacturer narrative:
Continued e.1. Facility name: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced.